Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per the complaint form: the prosthesis did not open. During the procedure, after it was positioned, already at the point of no return, when trying to open the prosthesis, it made a "clack" the gun marker was moving and it did not open at any point, it stayed completely closed. The doctor used the closed prosthesis with a fired gun. A doctor with experience with this prosthesis. The doctor used the closed prosthesis with a fired gun. A doctor with experience with this prosthesis. 1. What endoscope type and channel size was used? Duodenoscope 3.2. 2. What was the position of the elevator? N/a, open, closed open. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No. 4. Was the product inspected for kinks or damage before use? N/a, yes, no yes. 5. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) There was no resistance.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number cf2178080 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2178080. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy, which may have resulted in a build-up of pressure causing the device to kink leading to the deployment difficulties reported. Another possible root cause could be attributed to a tight stricture; this could have possibly caused a build-up of pressure when trying to deploy the stent which would have caused the sheath tube to separate from the shuttle cap and would have made the "clack" noise experienced by the user. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the evo-fc-10-11-6-b device of lot number cf2178080 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jun-25.